Event description:
It was reported that a trauma patient underwent a cervical procedure at c4-c7. While the surgeon was installing the posterior crosslink at c6/7, the center nut of the crosslink broke. The crosslink was replaced without further complications.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however, a like device catalog # 7002526, was cleared in the united states.